Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally adjusted the pump's bolus settings from grams to units. There was no reported impact to the customer's blood glucose level. Customer corrected the pump setting and resumed insulin therapy.